Event description:
The customer reported that the trocar valve leaked during a vitrectomy procedure. The procedure was completed without harm to the patient. Additional information and a product sample have been requested.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4) unopened returned samples were inspected per facility procedure and were observed to have the following visual results: (B)(4) of the (B)(4) returned unopened samples were determined to be visually nonconforming. The (B)(4) samples were sent for functional flow testing. The results of the leak testing confirmed that the rate of leaking was higher than the validated level. A device history record review for each lot was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. One lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record reviews do not point to a root cause because the lots were reprocessed and the product released met the manufacturers acceptance criteria. No additional anomalies were found based on the device history record review. The lot complaint history was reviewed; this is the fourth complaint for the reported lot number and the fourth for this issue. The root cause for the trocar leakage could not be determined from this complaint evaluation however, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. (B)(4).